Event description:
It was reported that during a lobectomy procedure, the doctor complained of misfiring for the device. This was all of the information that was given. There were no patient consequences. Case completed with a competitive device.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: please explain how the device misfired. Did the device deliver any staples? If yes, were the staples formed properly? If yes, was the staple line complete? Did the device cut? If yes, was the cut line complete? If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? On which firing did this event occur (1st, 2nd, 12th, etc.)? What color cartridge was being used? Was buttressing material utilized? If so, which product? Were any unexpected noises heard? If so, when? Were any of the forces higher or lower than expected (closing or opening)? All I was told was that the stapler jammed during firing¿..this is all the information given to me. There were no adverse events to the patient. Case was completed with a competitors device.